Event description:
On 1/25/2000 pt presents for transurethral microwave thermo therapy for treatment of benign prostatic hypertrophy. With 5 mins left in the transurethral microwave thermo therapy procedure, balloon was not found upon checking with ultrasound. Procedure was stopped and concluded at this point. No injury to the pt was reported.